Event description:
I applied the embrace scar strips a couple of months after my surgery to reduce scarring. The adhesive that keeps the strip adhered to the body caused me to have sharp and burning pain. Upon removal I noticed blisters, red rash and skin ulcers. This was on large areas of skin as the strips were used in multiple areas at once and they were large in size. I discontinued usage of the product and contacted the company. I experienced scarring that from the blisters and ulcers, which eventually improved after several months. FDA safety report ID# (B)(4).